Event description:
Device malfunction: balloon did not inflate due to hole in balloon. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an unspecified interventional procedure, using an agiltrac balloon, contrast media leaked at the start of the inflation. The balloon partially inflated then could not be further inflated due to a hole in the balloon. The balloon and stent delivery system were completely removed from the body. A non-abbott device was used to complete the procedure. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded; therefore, device analysis could not be performed. No discrepancies were reported during device preparation or inspection prior to use. A pre-existing hole/rupture in the balloon would likely have been detected during device preparation or inspection prior to use as directed in the instructions for use. A review of the reliability engineering on line test data showed that the samples exceeded the product specification. All balloon catheters are 100% inspected to rated burst pressure and 100% inspected for balloon dimensions. A root cause for the balloon hole could not be determined. A review of the finished device lot history record did not reveal any non-conforming material reports which could have contributed to this complaint.